Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced on going signal loss issues. The pediatric patient had received replacement sensors, transmitters and tandem pump; however, the issue continued. The patient inserted the sensor on the left leg and the insulin pump on the left side of the abdomen, within the line-of-sight of each other; however, she continued to receive the following message 'signal loss, wait up to 30 minutes'. On (B)(6)2021, in the evening, the patient experienced nausea, vomiting, shortness of breath, elevated blood glucose (over 600 mg/dl) and ketones. The patient¿s parents gave the patient a bolus of insulin from her pump and injected insulin subcutaneously before taking her to the emergency department (ed). Upon arrival to the ed, a bg was performed which was 498 mg/dl. The patient was treated in the ed with two bags of IV fluids, insulin via her pump, and released home after seven hours. The patient remained nauseated until later the following day and was treated with insulin at home. No product was provided for investigation. Data was provided for investigation. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.